Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that a 511sd was used and the surgeon stated it did not work. It is unk if there was any consequence to the pt.